Manufacturer narrative:
As of last correspondence with the distributor, the surgeon is electing not to do a revision surgery and to leave the implants in place. As the incident did not occur until over 6 months post-operatively, it is unknown what other factors (i.e. Patient anatomy/activity level) contributed to this incident.

Event description:
Initial surgery date was (B)(6) 2008. O post-operative x- rays on (B)(6) 2009, no problems were noted. On (B)(6) 2009, it was noted on the x-rays that one of the screws was broken in the bone.